Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient that did not match the clinical picture for the patient. The customer used cobas e411 rack serial number (B)(4). A new sample was drawn and tested and then repeated on an architect analyzer. The sample was then submitted for investigation and was tested on another cobas e411 analyzer. The results for elecsys tsh assay, elecsys ft4 ii assay, and elecsys ft3 iii were discrepant. Refer to the attachment to the medwatch for all patient data. Refer to the medwatchs with patient identifiers (B)(6) for the other assays involved. Information concerning if any erroneous result was reported outside the laboratory was requested but it was unknown. There was no allegation of an adverse event.

Manufacturer narrative:
As no sample was available for further investigation, a specific root cause could not be determined. An interfering factor may be present in the sample, that either affects the assays from either manufacturer. From the data provided, a general reagent issue was not suspected.